Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported blurred image. The issue was resolved by cleaning the objective lens. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system.·operation manual: important information ¿ please read before use: warnings and cautions during the device evaluation, service found a leak in the instrument channel. The angulation was low. The right/left and up/down control knobs were loose. The objective lens was scratched. The scope connector had loose water supply, missing j guard, and the gold contact pins were deformed/chipped. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The following parts were non-olympus parts found during the device evaluation: the light guide tube, insertion tube, bending section, rubber adhesive, rubber cover, light guide lens, distal end plastic cover, and switch/camera. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoscopic image lens was blurred, not clear. There was no patient or user injury reported. No further information was provided. The subject device was returned to an olympus service center for evaluation.